Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power supply in the c-arm and adjusted the 5vdc power system as well as checked the high voltage terminals and the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display the images during fluoroscopic x-ray. No pt injury was reported.